Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual and tactile examination identified no issues with the catheter or delivery system. The device was returned with the stent partially deployed on the delivery system. The investigator deployed the stent. The stent was noted to be damaged on the distal end. There was no issues noted with the stent cups or stent holders. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08dec2025. It was reported that the stent failed to deploy. The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified internal carotid artery. An 8.0-29 carotid wallstent self-expanding was selected for use. During the procedure, the stent was stuck within the catheter and could not be released. The stent was removed while staying within the delivery system. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed that the stent partially deployed on the delivery system and the stent was noted to be damaged on the distal end.